Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The patient experienced pain when the catheter was removed; the balloon cannot be deflated and required repeated attempts to deflate. The patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Only 220 mm shaft part (from the tip end to shaft) of actual sample was returned for investigation. From complaint description, it was reported patient was hurt when removed the catheter due to the balloon could not be deflated. Based on the visual examination conducted on the sample, it was noticed that there is a clamp mark on the shaft beside the transparent cellophane tape area. A monofilament was inserted into the inflation airline on shaft part of the catheter and it was noticed further insertion was impossible at the clamp mark, which indicates there is blockage in the lumen. Further analysis, we cut the shaft at the point which is after the clamp mark and transparent cellophane tape area. Then water was inserted into the lumen airline by using hypodermic needle on 12 ml luer syringe and the balloon was inflated. This indicates there was no blockage on the airline other remarks: lumen. Based on analysis conducted on returned part, it was observed the balloon was not able to deflate , because there is a sign of clamp mark due to clamping action, which caused the inflation lumen to become collapsed and blocked. Latex catheter did not allow for any clamping action as it can give a higher pressure and directly can cause the inflation lumen to become collapsed as the foley catheter is made from 100% natural rubber, which is soft and flexible. However, if necessary use a catheter valve or catheter plug. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint could not be confirmed.

Event description:
The patient experienced pain when the catheter was removed; the balloon cannot be deflated and required repeated attempts to deflate. The patient's current condition was reported as fine.